Event description:
A customer reported getting a blank screen on their adc meter after changing the batteries and as a result of being unable to test, customer had symptoms and went to hospital (B)(6) 2011 and (B)(6) 2011. The customer reportedly felt shaky, thirsty, weak, dizzy, sweaty, and disoriented, was diagnosed with hyperglycemia and hypertension and treated with "medication, IV, and insulin to bring down blood sugar and pill to bring down htn." There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.